Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr, implantable pulse generator, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance of less than 200 ohms. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.